Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2016 to report that on (B)(6) 2016, the patient experienced the g5 mobile application resetting back to initial setup. No additional patient or event information is available.